Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the product is being used on an olympus flexible cystoscope. Normal saline is used during the procedure, which is run through the scope to help with the insertion, and the leakage is occurring at the connection site of the tubing and the product. The customer believes the leak is a result of the current product's stem diameter being smaller than the previous products there was no patient harm.